Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged that the oxygen percentage was set to 100%, but decreased to 50%. It was alleged that the patient desaturated to the 30% range. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause was identified as user error. Based on the device log review by engineering, onsite questionnaire, follow up queries with hospital biomed and the fe review of system checkout and calibrations confirmed that there was no malfunction of the device identified. The end user resumed the sbt fio2 at the 50% setting instead of adjusting to fio2 of 100% for mechanical ventilation which caused patient desaturation to less than 40%. Additional information: block a3 information provided. No other patient information given.